Event description:
Reportedly, during an intraocular lens iol implant into the eye, a haptic was noticed missing while the lens was unfolding in the capsular bag. The incision was enlarged to 6mm to remove the lens and the iol was replaced with another lens intraoperatively. There was no patient impact.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause cannot be conclusively determined.

Manufacturer narrative:
The delivery device was returned and evaluated. The inserter was received with the shuttle attached, the plunger was protruding from the tip of the cartridge. The plunger fork top tab was missing/broken. It was observed that the shuttle was not sitting correctly, there was a significant gap between the shuttle and the inserter body, the legs/snapping tabs were not in correctly. Based on the available information user related factors, may have caused or contributed to this event.